Manufacturer narrative:
This follow-up report is being submitted because the serial number previously documented in the initial report has been updated. No new information regarding the event, patient outcome, or device performance has been received. The purpose of this follow-up is solely to correct and update the device serial number to ensure accuracy in the complaint record and regulatory submission.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture and rotation.

Event description:
Serbia. Allegedly, the left breast implant implanted in (B)(6) 2021 presented postoperative device rupture and was explanted in (B)(6) 2026. During the explant surgery an implant rotation was noted (sn: (B)(6).